Event description:
It was reported that the patient experienced an increase in pain and an increase in charging frequency when switching stimulation programs. During device interrogation, it was determined that there were high impedances noted on one of the leads. Program optimization was attempted and was successful. However, due to unrelated medical changes, the patient was required to undergo magnetic resonance imaging (MRI) every six months. As a result, the patient subsequently underwent a procedure wherein both the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead were replaced. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).